Event description:
A home patient (hp) contacted baxter's technical service center regarding their minicap falling of their transfer set. The minicap has been discarded and is not available for analysis. No patient injury / medical intervention was associated with this incident.